Manufacturer narrative:
Date sent to the FDA: 9/5/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. ¿ the patient demographic info: age, weight, bmi at the time of index procedure. ¿ date and name of initial surgical procedure. ¿ the diagnosis and indication for the initial surgical procedure? ¿ what were current symptoms following the index surgical procedure? Onset date? ¿ other relevant patient history/concomitant medications. ¿ product code and lot number? ¿ what is physician¿s opinion as to the etiology of or contributing factors to this event? ¿ the initial approach for the index surgical procedure? ¿ any concurrent procedure/device implantation? ¿ were there any intra-operative complications? ¿ onset date/time of voiding difficulty? ¿ describe medical/surgical intervention for voiding difficulty including dates and results. ¿ what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure in 2013 and the mesh was implanted. The patient experienced post-operative voiding difficulties/dysfunction worsening over time. The patient underwent a cystoscopy and mesh excision under general anesthesia on (B)(6) 2017. Additional information will be requested.